Manufacturer narrative:
Device 4 of 7. Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is missing a terminal end electrode and fails continuity testing. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 4 of 7. Reference manufacturer report numbers: 1627487-2009-00292 through 1627487-2009-00298. The patient received her scs system on (B) (6) 2009. It was reported that the patient was experiencing the following symptoms post-operatively: high blood sugar requiring insulin, skin lesions, and vision problems. The physician explanted all devices of the system on (B) (6) 2009. The patient reported a week later that she was still experiencing those symptoms.